Event description:
Nondelivery on the secondary line. The primary and secondary lines of the pump were programmed to deliver unspecified solutions. No specific programming parameters were provided. Prior to connecting the tubing set to the pt's IV catheter, the nurse started the deliveries. At that time, the nurse noted the secondary infusion would not deliver. The pump was removed from clinical svc. Therapy was started using a replacement pump. There were no reported adverse pt effects. During testing at the user facility, the primary and secondary lines were programmed and the deliveries were started. The primary line was noted to be delivering; however, no fluid was dripping in the drip chamber of the secondary line. Though requested, no additional info was provided.